Manufacturer narrative:
The device was retained by hospital and not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex (lcx) with heavy calcification and mild tortuosity. The 3.00x12mm xience xpedition stent delivery system (sds) was advanced to the target lesion. Deployment was initiated, but the stent balloon only partially inflated to partially deploy the stent. The sds, including the stent, was removed from the patient without issue. There was no reported adverse patient effect or a clinically significant delay in procedure. Another stent was implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Visual and functional tests were performed on the returned device. The reported activation failure including expansion failures (stent) and the inflation problem (incomplete) were unable to be confirmed. Device analysis found the balloon was able to be inflated with no anomalies noted. However, upon inspection the returned device had bent, stretched and lifted struts on the distal portion of the stent. There was also bunching on the inner and outer member of the sds. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported activation failure including expansion failures (stent) and the inflation problem appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the heavily calcified and mildly torturous anatomy and/or inadvertent mishandling resulted in the noted device damages (bunched inner/outer member). The noted bunching on the inner and outer member likely compromised the inflation lumen resulting in the reported activation failure and the reported inflation problem. Interaction/manipulation of the device likely resulted in the noted bent, stretched and lifted struts. The noted stretched guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.: device available for evaluation.